Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). Patient states they thought the stimulation had gone off at times or changed programs yesterday without patient doing it manually. Patient unlocked controller during the call and reported screen 59 (settings not available). Patient reported they were on group a and stimulator battery was 60%. Patient tried to adjust a but again saw settings not available. Patient mentioned yesterday they tried to adjust up or down sometimes and they wouldn't be able to as a message screen came up, which patient thinks now was the settings not available message. Patient was able to adjust stim on b and c. Agent reviewed screen meaning and redirected patient to healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.